Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: the pump infusion set tubing snapped in half above the blue clip that goes into the pump. Lot number - 25065364.

Manufacturer narrative:
One photo received for quality evaluation. The photo received shows an infusion set separated at the lower pumping segment fitting. The customer complaint of component damage was not confirmed, however, the sample shows signs of separation. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, the probable root cause for the issue was an issue with the solvent dispenser or the assembler not applying the solvent correctly. A quality notification was created to for the production line, failure mode and specific area where the updates to the assembly process will take place. Additionally, a work order was generated to review the solvent dispenser used to assemble to reported engagement. Finally, a quality alert will be created and communicated to the production personnel to reinforce the correct follow-up to ensure the correct use of fixtures and solvent dispenser. A device history record review for model 2420-0007 lot number 25065364 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.